Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he primes the insulin pump, the insulin is spraying out of the set. Customer has tried 3 different infusion sets and reservoirs. Customer stated that he also has a compromised force sensor system alarm. Customer could not check the alarm history due to the pump being in a prime loop. Customer's blood glucose was 130 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during the manual prime process. Customer was unable to exit the preparing to prime loop. Customer does have a back-up plan and stated that the pump was not dropped or bumped prior to the alarm. Customer stated that the drive support cap is sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion test, prime test and excessive no delivery test due to a33 alarm. The insulin pump had normal operating currents and passed a21 error test, self-test, and the displacement test. The insulin pump was received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, broken belt clip slot and scratched reservoir tube window.